Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 pump failed the delivery accuracy test ( -17.40%). The product problem was observed during testing. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the reported "fails accuracy" problem was not able to be duplicated. Test results -1.72%, -1.28% and -1.53% were all within the internal specification of +/-3.0%. The pump will undergo standard periodic maintenance. Based on the evidence, the complaint was not confirmed, and no fault was found.